Event description:
It was reported that the patient overtreated a hypoglycemic episode by consuming multiple pop tarts and a bottle of sports drink while using the ilet, which led to subsequent hyperglycemia. The event was attributed to user treatment behavior rather than a device malfunction, and oral glucose sources were involved. Symptoms included dizziness, hypoglycemia with a nadir of 58 mg/dl, and hyperglycemia peaking at 277 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper treatment method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The user was advised on the 15/15 rule and reported understanding, with blood glucose in range at the time of contact.